Event description:
It was reported the patient underwent a lead revision procedure for an unknown reason. The patient was doing well post-operatively. The explanted lead was not returned for analysis, as it was discarded by the facility.